Manufacturer narrative:
Complaint conclusion: as reported, the user was able to flush and load the guidewire into the catheter prior to use on the patient. However, the user was unable to maneuver the catheter easily and had difficulties removing the catheter out of the vascular sheath. Upon inspection, the catheter was noted to be kinked at the curve of the 's'1. There was no reported patient injury. Attempts to gather further information were unsuccessful. The product was not returned for analysis. A review of lot 17207409 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The device is reportedly available to be returned for analysis, however it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user was able to flush and load gw into catheter prior to use on patient. However, the user was unable to maneuver catheter easily. Had difficulties removing the catheter out of the vascular sheath. Upon inspection, noted catheter was kinked at the curve of the 's'1. There was none reported event or product problem outcome.

Manufacturer narrative:
The device was received for analysis. Updated complaint conclusion with product analysis: as reported, the user was able to flush and load the guidewire into the catheter prior to use on the patient. However, the user was unable to maneuver the catheter easily and had difficulties removing the catheter out of the vascular sheath. Upon inspection, the catheter was noted to be kinked at the curve of the 's'1. There was no reported patient injury. Attempts to gather further information were unsuccessful. A non-sterile unit of diagnostic cath tempo 4f sim 1 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the body shaft of catheter was received kinked /compressed. Kink was observed at 14.0 cm, at 49.0 cm, at 68.6 cm, and at 79.7 cm from strain relief. Compress was observed from 91.5 cm to 94.0 cm from strain relief also. No other anomalies were found. The catheter od and ID were measured near to the kinked and compressed areas and results were found within specification. Insertion/withdrawal functional test to pass through the catheter lumen through a cordis lab sample emerald guide wire.038¿ 150 cm (502-588) could not be performed. Resistance was felt / experienced on the unit due to the kinked / compressed condition of unit as received. The catheter was sent to x-ray in order to inspect the braid wire of the unit at different sections. No anomalies were found during analysis. Review of lot 17207409 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter (body/shaft)- kinked/bent-in patient¿, ¿catheter (body/shaft)- tracking difficulty-in patient¿ and ¿catheter (body/shaft)- withdrawal difficulty through sheath¿ were confirmed due to the kinked and compressed condition of unit as received. However, the cause of the kink and compress condition found on catheter could not be conclusively determined during the analysis. Procedural or patient factors may have contributed to the reported event. According to the product instructions for use, users are cautioned to treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Controls are in place to verify the catheters for kinks, compress, or any other damages on the diagnostic catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed throughout the diagnostic catheters assembly process. Neither the DHR review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.